Manufacturer narrative:
The technician found the head section solenoid valve was stuck. The technician replaced the solenoid valve to repair the bed.

Event description:
Info received indicates the head section will not move up or down.